Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garments are too tight and the patient developed open blisters underneath the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed over the counter cortisone cream for the skin irritation and the patient¿s nurse applied gauze. Follow up indicated that the skin irritation improved.